Manufacturer narrative:
Event date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the last time the patient travelled, when they got home, they got sick and had to go to the emergency room (ER). Their physician checked their device and it was turned off. The patient was wondering if airport security could have caused this. This issue was resolved as the physician had to reprogram and turn the device back on again for the patient. No further complications were reported or anticipated.